Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of an nc emerge balloon in two pieces. There was contrast in the inflation lumen and blood in the guide wire lumen. Microscopic examination revealed that the inner shaft was buckled 3mm ¿ 4mm distal of the bi-component weld. Microscopic examination revealed numerous kinks throughout the hypotube and a complete hypotube separation 25.5 cm from the strain relief. The hypotube fractured surfaces were ovaled, which suggests the device was kinked prior to separation. Microscopic examination presented no damage or irregularities in the welds or bonds. Microscopic examination revealed that the distal tip was damaged. The balloon was tightly folded. Microscopic examination revealed that the balloon was damaged. There were drag marks/scratches along the balloon folds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred.the (B)(6) stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 3.00x12mm nc emerge (tm) balloon catheter was selected for dilatation. During an attempt to cross the lesion, the tip of the device came in contact with the lesion and failed to cross the lesion. The proximal shaft of the device was bent in z-shape and was straightened out; however, the shaft detached outside the patient. The device was removed and it was noticed that the tip was deformed. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 3.00x12mm nc emerge balloon catheter was selected for dilatation. During an attempt to cross the lesion, the tip of the device came in contact with the lesion and failed to cross the lesion. The proximal shaft of the device was bent in z-shape and was straightened out; however, the shaft detached outside the patient. The device was removed and it was noticed that the tip was deformed. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.